Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient¿s ac adapter had a damaged cable and was not providing power. The site further noted that the green light would not come on and that the power cord was worn near by the plug. The patient was asymptomatic during this event. The ac adapter was removed from service. The site indicated that the ac adapter will be returned to the manufacturer.

Event description:
It was reported that a patient¿s controller ac adapter had a damaged cable and was not providing power. The site further noted that the green light would not come on and that the power cord was worn near by the plug. The patient was asymptomatic during this event. The controller ac adapter was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller ac adapter was returned for evaluation. Failure analysis of the returned device revealed that the controller ac adapter passed visual examination and functional testing. The controller ac adapter was able to adequately provide power to a test controller. In addition, the green light turned on when connected to the power. As a result, the reported event could not be confirmed or duplicated during testing. If information is provided in the future, a supplemental report will be issued.